Event description:
It was reported that during device preparation for a percutaneous coronary interventional procedure, a balloon separation occurred. The lesion was located in an in-stent restenosis of a non-bsc stent in the saphenous vein graph (svg) to the right coronary artery (rca). While they were prepping the 4.0 x 15mm flextome monorail cutting balloon catheter, they met resistance removing the balloon protector. As a result of this, the balloon separated from the shaft of the catheter. The procedure was completed with another same device successfully. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the returned balloon was detached from the shaft of the device at the proximal bond. The protector cap was still in place on the balloon. The inner lumen had detached from the device inside the balloon and the two marker bands remained on the inner lumen. An attempt was made to remove the protector cap from the balloon. However, the cap could not be removed as the device could not be attached to an inflation/deflation device to pull a negative due to the detachment. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during device preparation for a percutaneous coronary interventional procedure, a balloon separation occurred. The lesion was located in an in-stent restenosis of a non-bsc stent in the saphenous vein graph (svg) to the right coronary artery (rca). While they were prepping the 4.0 x 15mm flextome monorail cutting balloon catheter, they met resistance removing the balloon protector. As a result of this, the balloon separated from the shaft of the catheter. The procedure was completed with another same device successfully. No patient complications occurred. The patient status was good.